Event description:
The event is reported as: the customer alleges that it is difficult to deflate the cuff of the endotracheal tube. The failure was detected during the pre-check of the device. No report of a patient injury or delay in treatment.

Manufacturer narrative:
From the picture it was not observed a "difficult to deflate cuff". No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf, 8.5, lot # 01f1200024 was manufactured on 06/12/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it was observed a "difficult to deflate cuff", the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.